Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 414 mg/dl, and a high ketone level identified as dangerous by healthcare provider. The cause of elevated bg was unknown. The customer delivered a correction bolus and performed a supply change in an attempt to treat bg level. Bg was treated with intravenous fluids of insulin and saline while in the ER. Reportedly, the customer was released the same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.